Manufacturer narrative:
H10: additional manufacturer narrative: as-received at edwards, the valve presented with a series of short, interconnected, through-thickness cuts in leaflet 2. The cuts have flat, linear edges, with two approximately 90-degree pivots. The morphology of the cuts suggest that they were caused by a sharp tool or instrument. The DHR was performed and no related nonconformances were found. A definitive root cause for the leaflet cuts could not be conclusively determined, however a manufacturing defect is not confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Leaflet tears resulting from manufacturing/packaging nonconformance's also have the potential to result in valvular dysfunction if not detected prior to implant. The device was returned for evaluation. As received, the valve was still attached to the holder with all three green sutures intact at the cutting channels. ID tag remained attached to the valve as well. Leaflet 2 had connected cuts near commissure 3, approximately 2.5mm x 2mm long. The cuts had smooth and straight edges. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Suture holes were not visible around the sewing ring. Photo provided of valve was consistent with lab findings; packaging was not returned with valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
As reported, a tear/hole was observed on one leaflet of an inpiris valve model 11500a25. The issue was observed after opening the blister. Packaging was in good condition. There was no edwards representative present when the issue occurred. The valve was not implanted in the patient and was returned for evaluation.